Manufacturer narrative:
Findings: unit received with cracked case on display window corners, scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had cracks on the face by the liquid crystal display screen. Customer's blood glucose was 59 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.